Event description:
During a nucleoplasty procedure of the l2 disc, the crawford needle tip broke and remained in the patient's disc. A second incision was made and the fragment, 3 inches in length, was removed by the physician. A second needle was used to complete the procedure. No patient injury was reported.